Manufacturer narrative:
It is unknown if the device was in clinical use when the issue occurred but no patient or user harm was reported. Attempts were made to obtain the patient information but no response was received. The customer replaced the manifold to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the o2 leaks out of the wall connection if the wall is disconnected and the tanks are on. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Requesting part number for o2 manifold. The rse provided part number for the o2 manifold. Further information is pending.